Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery for implant breakage (glenoid implant) with pain (glenoid wear, glenoid implant breakage, rotator cuff insufficiency, glenoid bone loss were all listed as reasons for revision. (B)(6).